Event description:
Catheter was placed in the child's right dorsalis pedis artery in 2007, the waveform was dampened once placed and when the catheter was removed within 24 hrs by the nurse, the distal part of the catheter broke off and became lodged in the artery. The pt was taken to the or early on the next day, to have the catheter removed.

Manufacturer narrative:
Event is still under investigation at this time.